Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. No display anomaly noted. No moisture damage on electronics and motor noted. The insulin pump was unable to verify low battery life and perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump received with scratched case, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they do not know if they got sweat in the insulin pump. The customer declined troubleshooting the issue because the insulin pump was not functioning. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.